Event description:
It was reported that the insulin pump alarmed button error while the customer was sleeping. The blood glucose reading was 74 mg/dl. No significant events leading to the alarm were observed. The customer did mention that she wore the insulin pump in her bra. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump was unable to perform displacement test due to unresponsive keypad. No button response on the act button due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.